Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
: It was reported that multiple cartridge alarm occurred during insulin delivery and during an undefined time. Customer addressed the alarm during insulin delivery by loading a new cartridge and declined to provide any additional information regarding the second alarm. There was no reported adverse impact to the customer.